Manufacturer narrative:
(B)(4). The product was not requested to return to manufacturer for laboratory investigation as the failure is already known to the manufacturer and has been thoroughly investigated under a previous complaint. Thereby a visual inspection was performed and a broken blood outlet connector could be confirmed. The outer (primary and secondary) packaging of the product was visually inspected and several damages were found. The most probable cause of the failure found is excessive physical force during transport. Based on this no further action will be completed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Additional information: the product mentioned under section d is a tubing set / vkmo and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
Description from the customer report: "customer find the blood outlet was broken when they open the package." (B)(4).